Manufacturer narrative:
(B)(4). The customer reported the battery is failing to charge. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was found to be defective and replaced to resolve the reported issue.

Event description:
The customer reported, the battery is failing to charge. There was no report of patient involvement.